Event description:
It was reported that during a water vapor therapy procedure, there was a little bleeding but after the middle lobe was enucleated, the bleeding stopped. The procedure was completed using another device. After the surgery, the patient presented bladder tamponade symptoms. There were no further patient complications.